Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/21/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed a manual time change from 3:37 am (B)(6) 2012 to 3:37 pm (B)(6) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012, reporting that the time/date on the pump was incorrect. The reporter stated that the pump read 6:45pm instead of 6:45am. The reporter stated this did not happen with battery change. The reporter was sure the setting was correct before going to bed, denies any power loss. The reporter stated that the time/date were correct at the time of the call. There is no reported adverse event with this complaint. This report is made based on the allegation of the time and date issue.